Event description:
The sys 5 single trigger rotary handpiece was sent for svc and during failure analysis it was noted that the leafkey housing is chipping. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device will be repaired and returned to the customer when the investigation is complete.